Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) seemed to be leaking helium. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
At this time, the customer has not requested for getinge to evaluate the iabp unit involved in this event. A getinge field service engineer (fse) conversed with the customer via telephone and assisted in repairing the unit. It was determined that the helium leak was as a result of the washer missing from the helium tank. The fse instructed the customer to place the washer to the helium tank, thereby resolving the leak. The iabp was then released to the customer and cleared for clinical service. The full event site name in (B)(6) medical ctr..

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) seemed to be leaking helium. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.